Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Whole brush head fell off into mouth while brushing / the blue and white 2 parts came off / brush head broke in mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2017 that he/she was using the oral-b vitality series toothbrush to brush his/her teeth and the oral-b dual action or dual clean brushhead fell right off. The consumer elaborated that the whole brush head fell off into his/her mouth while he/she was brushing; the blue and white 2 parts came off. The consumer purchased the toothbrush about a year ago. This was not the first time that he/she had used these particular brush heads. No symptoms developed. On 07-apr-2017 received consumer's follow-up phone call: the consumer reported that he/she had the oral-b dual clean brushhead and he/she was using it one day and the brush head broke in his/her mouth. The consumer stated that he/she threw the brush head away. No further information was provided.